Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted on february 7, 2002, displayed an elective replacement indicator (eri). There is a concern the battery depleted earlier than expected.